Event description:
It was reported to boston scientific corporation in 2008 that during an incoming inspection performed by a distributor a button replacement gastrostomy device contained foreign material "inside the plastic bag." There was no patient involvement with this product.

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.